Manufacturer narrative:
Only month and year valid. This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2016, the patient underwent "tes" surgery. On an unknown date, post-op, the implanted rod broke. Bone union was also not achieved. A revision surgery for rod replacement is on schedule. No more information is available yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure (initial surgery): total en bloc spondylectomy a revision surgery has been performed; in which, rod replacement was performed. No patient complications are reported after revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.